Event description:
It was reported that left hip revision surgery was performed. Pseudotumour, necrotic tissue and bone, excess fluid, metallosis and associated reactive changes, and elevated cobalt and chromium levels reported.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pseudotumour, necrotic tissue and bone, excess fluid, metallosis and associated reactive changes. Also elevated cobalt & chromium levels were reported. During the surgery the bhr head and the bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported revision findings are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed. Additionally, it cannot be concluded that the clinical reactions were related to the implanted smith and nephew devices. The future impact to the patient beyond he revision cannot be concluded. No further clinical medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.